Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: medicine will not flow through. They put the needle in your arm and no medicine will flow so it leaks at the attachment of the needle and syringe. Customer states that the safetyglide needle part number 305916 does not hold the medicine leaks it out.

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: medicine will not flow through. They put the needle in your arm and no medicine will flow so it leaks at the attachment of the needle and syringe. Customer states that the safetyglide needle part number 305916 does not hold the medicine leaks it out.